Event description:
The reporter stated that during a surgical spinal procedure, the locking cap would not load onto the screw to keep the rods in place and they just kept spinning, then 1 of them stripped out. The surgeon used spare locking screws from the locking screw caddy to replace the damaged units and complete the surgery. Additional info was requested. No additional info was provided.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. No product was returned for eval. In previous cases, the two most common types of damage are separation of the seat & saddle, and cross-threading, both of which frequently result from failing to insert the locking screw in line with the seat of the screw, or attempting to use the locking screw to persuade the rod into place (which can force the threads out of alignment) instead of taking more time to bend the rod or use the rod pusher included in the set. Both separation of the locking screw as well as cross threading are addressed in the locking screw fmea (failure mode and effects analysis) update in the coral design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.